Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported seizure and loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they had a seizure and lost consciousness due to a hypoglycemia episode. Blood glucose levels, additional symptoms, treatment and length of stay were not reported. Three due diligence attempts were made without success. If new information becomes available, we will supplement the report.